Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains source: phone.

Event description:
Reported 1 false positive flu b result for one patient. Site testing both asymptomatic and symptomatic patients (off-label use) - patient status unknown. The customer communicated the result was confirmed by another rapid antigen assay.